Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. No errors or log faults were found. The fse performed preliminary checks. With the unit off and plugged into a power outlet, the fan was not coming on. The batteries were not charging in either bay. The fse replaced the power management board (0670-00-1162). The fse completed all functional and safety tests per manufacturer specifications. The iabp was cleared for use.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 17 oct 2025. The failure analysis and testing dept. Received part number 0670-00-1162 pcb, power management, rohs serial number 17 03720 08_swemco with a reported unit failure of not charging either battery, no fan when plugged into power outlet. The failure analysis and testing dept. Performed a visual inspection and found component q27 was shorted (burned). Please see attachment. Due to the shorting of q27, the fat dept. Cannot investigate this complaint any further. The board is an older revision e and cannot be sent back to the supplier for further investigation.retaining the board in the fat dept. Per procedure number 0002-07-d008 rev. Au.root cause 1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit.root cause 2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during check the cardiosave intra-aortic balloon pump (iabp) battery's not holding charge. There was no patient involvement.